Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence; the trial began on (B)(6) 2021. It was reported they  had pain last night and their throat feels raw today. Additional information was received from the patient. They reported that the trial patient mentioned blood under their bandage that their physician told them was normal. Additional information was received from the patient. They reported that they were having problems with their bowels from the antibiotics they had them on. They also stated that their bowels are not the way they should be and this was affecting them.